Event description:
The customer reported that the device fails to recognize the battery due to bent battery pca pins. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device fails to recognize the battery due to bent battery pca pins. There was no report of pt involvement. A philips fse went to the customer site and verified the failure. Replacement of the battery pca resolved the failure. The unit passed all testing and remains at the customer site.